Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed flow errors when running calibration and determined the evacuation bypass valve (ebv) was faulty. The fse replaced the ebv and was able to run calibration and controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing positive control on their iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.